Manufacturer narrative:
(B)(4).

Event description:
Patient contacted dexcom on (B)(6) 2015, to report a hypoglycemic event that occurred on (B)(6) 2015, resulting in a state of seizure. Patient reported their blood glucose (bg) level went down to 39mg/ld. Patient was asleep and was woken up by the continuous glucose monitoring (cgm) system alerting her of a low bg level. The patient's cgm had a reading of less than 40mg/ld. Patient said she woke in a seizure kind of state. The patients was unaware if she heard the auto hyporepeat alert that alarms when bg gets to 55 mg/dl on the cgm system. Patient administered unknown item to increase her bg level. At the time of patient contact, during the reported event, the patient wasn't feeling well. No additional event information or patient information is available. No product or data was provided for investigation. The complaint cannot be confirmed. A root cause cannot be determined. It should be noted that diabetes mellitus is a known cause of hypoglycemia and seizures.

Manufacturer narrative:
(B)(4).